Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient has lost about 60 pounds in the last year or so and has been having a lot of pain. Caller said the patient went to see healthcare provider in june and healthcare provider said they couldn't perform surgery on the patient due to the patient having issues with blood clots. Caller also said patient has been feeling like pins and needles and said this has been going on for about 5 months. Agent asked if the healthcare provider examined anything internally to see if anything was wrong with device internally and caller said they did not know. Caller then said part of the device was floating in the back of patient's butt and was not attached to patient's skin. Caller stated tha t they were unsure if the ins was still on/functioning but doesn't think it's working. .